Event description:
A customer reported to beckman coulter, inc. (Bec) that beckman coulter au680 clinical chemistry analyzer generated an erroneously elevated potassium result of 5.3 meq/l for one patient. Repeat testing on an alternate instrument produced a lower result of 2.9 meq/l. The erroneous result was reported out of the laboratory and later amended. There was no change to patient treatment. The sample was collected in a lithium heparin sst tube with gel separator. The customer provided qc results were within the laboratory's specified ranges. The customer also indicated that the instrument had been generating erratic anion gaps. Bec hotline advised the customer to perform the enhanced ise cleaning and continue to monitor the issue. The customer called back and stated that after performing the maintenance, some bubbles were observed on line 6 and also underneath the reference electrode block. Bec field service engineer (fse) found bubbles coming from reference valve and replaced the reference valve. This service activity performed was verified per established procedures, and the results met published performance specifications.